Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) pm, during PICC catheter insertion, after inserting the guidewire with good advancement, a dermatotomy was performed; however, upon inserting the dilator, it failed to puncture the vessel. I withdrew it and observed that the dilator was defective (cut), rendering it unusable. It was necessary to open another 4fr single-lumen powerpicc catheter to proceed with the insertion and use the dilator; the procedure was completed without complications. No patient harm.